Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation surgery with implantation of an unknown mentor gel breast prosthesis. Post-operatively, the patient had a physical exam and was subsequently diagnosed with a ruptured left breast prosthesis. As a results, the patient will undergo removal and replacement on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 06, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. Visual analysis of the returned sample revealed that the gel breast implant was found to be ruptured. Additionally, shell abrasion was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the mentor analysis lab received the suspect medical device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor was notified that the patient's explantation date was rescheduled for (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 02, 2022, mentor became aware that the patient underwent bilateral replacement with 300cc mentor memorygel breast implants. Manufacturer¿s reference number: (B)(4).